Manufacturer narrative:
The sample involved has been received. The investigation reveals evidence of a modification to the original design of the probe. The original adapter was removed, the probe tube was cut, and an additional adapter was assembled that does not correspond to the vygon adapter. Additionally, it was observed that the surfactant line is torn near the area of the surfactant line and the probe tube assembly. There is no leakage or obstruction, and in the tear area of the surfactant line, there is no trace of glue, confirming that the assembly is in accordance with the specifications. It appears that the tearing of the surfactant line may be associated with misuse, as the device underwent several modifications. During manufacturing, the pediatric probe undergoes multiple tests to evaluate the integrity of the surfactant line. A 100% control test is conducted to ensure there are no leaks at the joints and no obstructions. Additionally, a 100% obstruction test is performed to confirm that all union points, including the cone-to-line and line-to-tube connections, have no leakage. No records of nonconformities were found for the pediatric probe 5516.20 lot 290323bc during manufacturing. In addition. A review of vygon USA complaint data shows that this is the first complaint received for this issue for product code 5516.20. Corrective action: based on the investigation, the issue may have been caused by misuse; therefore, no further corrective action will be taken at this time. Vygon will continue to monitor this type of issue and escalate as necessary.

Event description:
2.0 vygon et tube port torn, resulting in an opening in the ett. Potential for air leak and infection. This resulted in electively reintubating a 400g infant. Caused a delay in care.

Event description:
2.0 vygon et tube port torn, resulting in an opening in the ett. Potential for air leak and infection. This resulted in electively reintubating a 400g infant. Caused a delay in care.

Manufacturer narrative:
The device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.